Event description:
A driver was returned with a broken tip.

Manufacturer narrative:
Visual inspection confirms the distal tip of the driver has sheared off. The failure is likely due to the applied torsional force being greater than the yield strength of the tip. Review of device history records showed there were no manufacturing or processing related irregularities. Warnings/cautions/precautions: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components.